Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted (600 mg/dl). During system check with tandem technical support, occlusion was determined to be at the infusion set site: however, customer believed that the pump was the cause of the occlusion. Customer reverted to manual insulin injections for management of blood glucose.